Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Event description:
A center director reported a case of light sensitivity, observed in the patient's right eye two weeks post lasik. The reporter indicated the steroid drop was increased and the symptoms resolved. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).